Event description:
It was reported the array multi-electrode diagnostic catheter would not reduce to low profile completely and could not be removed through the introducer. At the end of the procedure, the physician noted that the array catheter could not be pulled out through introducer. The introducer and catheter were then pulled out together, lancinating the femoral vein incision. Direct pressure was applied to the femorial access site and the patient received no further treatment.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from the review, a supplemental med watch will be filed.